Manufacturer narrative:
Reference record # (B)(4). The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2019, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the j tube got clogged. On (B)(6) 2019, the j tube was replaced. Wife reported that a ball of food was stuck on the outside of the j tube, making it harder to flush the tube and caused the patient abdominal pain. The peg-j tube will be removed.